Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted a call service 127 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: there were multiple call service 127 alarms observed in pump histories. A call service 127 alarm occured upon powering up the pump. The internal voltage was measured out of specifications. Unrelated to the call service alarm issue, the audio bolus button was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.